Event description:
Nurse administered insulin to patient. Upon discarding syringe, was stuck by needle because needle didn't retract. Dose or amount: 28u daily sq. Prn insulin coverage. Diagnosis or reason for use: diabetes.